Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 706 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer declined troubleshooting with tandem technical support and declined to provide further information.